Manufacturer narrative:
The complaint device is not being returned, therefore, is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should any additional complaint information be received in the future, this complaint file will be reopened at that time to document the information, and a follow-up report will be filed.

Event description:
A mitek product director reported that a surgeon performed an ac joint repair utilizing the 12mm length milagro and after a week the tendon slipped and the patient needed a revision. Additional information from the sales rep on (B)(4) 2014 indicated the original surgery and revision surgery both occurred sometime in (B)(6) 2013. The sales rep thought he had called the complaint in at that time, however, a check of the complaint system revealed it had not been reported. (B)(6) 2013, is being used as an alert date for entry in the complaint system to indicate the month and year the sales rep was made aware, however, the actual day in december is unknown. The sales rep stated that the original surgery used a milagro 5 x 12mm screw, the revision surgery was performed using a competitor's product, and the patient is reported to be in good condition.